Event description:
A nurse reported fibers suspected to be from the "sponge gauze" used during surgery were noted inside pt's eyes postoperatively. A secondary procedure to remove the fiber(s) is planned. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The root cause is unk at this time. (B)(4).